Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. A: although requested, patient demographics were not provided.

Event description:
It was reported that tubing hasn¿t been fused at one of the ports. The nurse had just connected the tubing to the patient where the connector had diluted blood tinged solution and normal saline in it when she noticed that the tubing was not fused at the port. It was removed immediately and replaced with new tubing. There was no patient harm. This is report 1 of 3.

Manufacturer narrative:
The customer¿s report that the tubing hasn¿t been fused was confirmed to be a separation. Visual inspections observed a separation on all 3 sets. Set's a and b had separations between the tubing and the middle smartsite inlet port while set c had a separation between the tubing and the male luer. Closer inspection of the separations observed insufficient solvent between the tubing and the male luer. No other anomalies were observed throughout the set. All of the received tubing¿s outside diameter was measured and found to be within specification(s). Functional testing could not be performed due to the sets separation and obvious leak that would occur due to the separation. The root case was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the tubing hasn¿t been fused at one of the ports. The (rn) had just connected the tubing to the patient where the connector had diluted "blood-tinged" solution and (ns) normal saline in it when she noticed that the tubing was not fused at the port. It was removed immediately and replaced with new tubing. It was further confirmed during follow up, that there was no patient harm as a result of this event.